Event description:
Pt reports that one of the battery doors on the pumps is broken and she has to tape it to the pump and the other battery door is cracked. Advised we would send a maintenance replacement pump for pump (maintenance due 04/14/2018, sn (B)(4)) and we would send a replacement battery door for pump due in 11/2019 (sn (B)(4)). Pumps are being sent for delivery tomorrow and pt will sign. No other info available. Dose or amount: 52nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.